Event description:
It was reported that a kink and difficulty recapturing occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. When recapturing the device, the was sheath kinked, and it was hard to recapture the device. The procedure was completed with another device. There were no patient effects as a result of this event.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman access system. The device was bloody, and the dilator was in the sheath. Analysis of the tip, sheath and hub/valve included microscopic and visual inspection. Inspection revealed a kink in the sheath located 45mm from the tip of the device. The implant used with the complaint device was not returned for analysis, so a lab supplied watchman delivery system (with implant) was used for functional testing. The delivery system was inserted into the watchman access system, implant was deployed, and implant recapture was done. The implant recaptured without issue on the lab table.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman access system. The device was bloody, and the dilator was in the sheath. Analysis of the tip, sheath and hub/valve included microscopic and visual inspection. Inspection revealed a kink in the sheath located 45mm from the tip of the device.

Event description:
It was reported that a kink and difficulty recapturing occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. When recapturing the device, the was sheath kinked, and it was hard to recapture the device. The procedure was completed with another device. There were no patient effects as a result of this event.